Manufacturer narrative:
It was reported that the rotaflow displayed the error message "temp error" during patient treatment. A getinge service technician was on site on 2022-04-20 to check the affected rotaflow (serial#: (B)(4)). The technician could not duplicate the reported "temp error". The technician disassembled the unit and checked fan function and for any fan flow obstructions. No malfunction has been found and no parts have been replaced. The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Over temperature condition in the device, e.g.: heat accumulation. Device used out of specification. Charging of battery. The product in question was produced in 2012-09-01. The review of the non-conformities has been performed on 2022-05-02 for the period of 2012-09-01 to 2022-04-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system 4.4 en 15. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the error message ¿temp error¿ was displayed on the rotaflow console. The failure occurred during patient treatment. The device has been exchanged with a backup device. Complaint ID: (B)(4).